Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - did this event contribute to any patient adverse event? If yes, please explain. No. The following information was requested, but unavailable: - please provide the lot number. ¿unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient came to the hospital due to a leg injury. While being hospitalized to suture the wound, the doctor found that the color of the suture had become lighter, uneven, and lacked elasticity, making it prone to breakage. Immediately replaced with a new one. No adverse patient consequences were reported. Additional information was requested